Event description:
It was reported pt was unable to adjust stimulation. Pt was not able to make adjustment both with or w/o antenna attached. They were able to get the device to communicate once and pt's stimulation was still on. Then, they kept getting the question mark and were not able to turn the stimulation off. It was also reported shocking or jolting sensation when near a radio or lying down. Pt stated he turned the device off and took the batteries out of the pt programmer (pp) and still got shocking. Pt was home and in fair condition. It was further reported device would not do telemetry with or w/o antenna. There was an antenna jack problem. Pt stated a lot of troubleshooting was done, but continued to get the poor communication screen. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Final device analysis revealed reliability non-conformance on programmer nke141342n. Antenna jack had a cracked solder joint. All the pins of the antenna jack were resoldered. Face plate was scratched. Replaced scratched face plate.